Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation. It should be noted that this file is related to pr 308445. This file investigates the resistance encountered by the user during attempted deployment of the replacement device. For details of the other investigation please refer to pr 308445. The zilbs-635-10-12 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilbs-635-10-12 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0065-3) states the following: ¿this device is used in palliation of malignant neoplasms in the biliary tree.¿ ¿contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the device was used in a patient with altered anatomy. The event description details how the patient previously underwent a choledochojejunostomy. This is considered altered anatomy and off-label use. Using the device in an altered patient anatomy may have resulted in the user encountering resistance while attempting to deploy the stent as altered patient anatomies are often more tortuous and restrictive than an anatomy that has not been altered. It is not possible to know how the device will perform when used outside of its validated state. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the 30-apr-2021.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient previously had choledochojejunostomy underwent metalic biliary stent placement. The user advanced the delivery system to the hepatic portaal region using olympus' single balloon short tipe scope (sif-290) and attempted to deploy the stent. However the handle was too tight and would not move/pull and the distal side of the sheath got damaged during attempt of deployment. (B)(4) he replaced it with another zilver 635 biliary self expanding metal stent(lot unknown) and placed the stent at the target site successfully. The handle of this replacement was fairly tight as well.(B)(4).